Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis system time was incorrect, affecting the nurse's medication pull times.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the time was off and effecting the medication time. A technical support specialist (tss) dialed into stations and identified that the station time was delayed. Verified that all stations were synced with the ntp server, updated the time settings via time to match the correct time zone, and confirmed the station time was updated. The system functioned as intended after the technical support specialist troubleshot the device.